Manufacturer narrative:
Qa has reviewed the device history records for this lot from finished product labeling to the mesh batch. All sterility, bioburden, pyrogen (rabbit) and lal testing was performed as required and all tests passed. During review of the device history records, no deviations were noted. Based on the review of the device history records, we find no assignable cause for this complaint.

Event description:
The physician reported that the pt developed whiteish lumping at the cosmoplast treatment site three weeks after the injection. Prescribed topical hydracortisone cream and topical cimeosil. The physician treated the pt's symptoms with ultrasound and incision. The lumping was described as 1-2mm white papules. The physician stated this was not beading.